Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, from (B)(6), of peritonitis in a patient coincident with dianeal pd-2 ultrabag 2.5% therapy. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with an injection (inj) of vancomycin (2gram intraperitoneal injection (ip)), and an inj. Of fortum (500milligram ip), frequencies not reported. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis, no malfunction or use error, was not confirmed, because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.